Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to patient profiles not appearing. The technical support specialist stated that there was a date mismatch between the admit date and the inactivity days settings in pyxis. Asked the customer to reconcile the transactions done by the temporary patient to their main adt to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had an issue with patient profiles not appearing. The customer reported that the patients in admitted status were not appearing in the pyxis. There was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.